Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the returned stent was found to be deployed. The stabilizer was advanced 12cm out f the delivery catheter. The stabilizer was kinked at the proximal end. The stabilizer was flushed and dry blood exited the device. The stent delivery catheter was seen to be flat/crushed. The stent was seen to be deformed. During functional inspection, stent delivery catheter/guide catheter friction functional test passed. The delivery system was advanced through the demo cat device with no difficulties. Stent stabilizer/guidewire friction functional test failed, the demo guidewire was stuck in the stent stabilizer, the stabilizer was flushed, all the blood was removed and the same guidewire was advanced with no difficulty. Stent deployed prematurely during use functional test was confirmed during visual. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent delivery catheter/guide catheter friction was not confirmed during the analysis. The reported stent stabilizer/guidewire friction and stent deployed prematurely during use were confirmed during analysis. The device did not meet specifications when received for complaint investigation based on visual inspection. The device was analysed. The stent was found to be deployed and deformed. The stent stabilizer was found to be kinked/bent. The stent deliver catheter was found to be flat/crushed. Significant amount of blood was noted during the analysis. It is probable that insufficient flush caused damages to the device and reported issues. An assignable cause of procedural factors will be assigned to the as reported and as analysed stent deployed prematurely during use, as reported stent deliver catheter /guide catheter friction, as reported and as analyzed stent stabilizer/guidewire friction, and to the as analyzed stent stabilizer kinked/bent, stent delivery catheter flat/crushed, stent deformed as the issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during an endovascular procedure in a patient with internal carotid artery cerebral infarction, the subject stent did not insert through the guidewire and strong resistance was felt near the proximal end of the guiding catheter. When the user attempted to retract the subject stent, the stent and the guidewire were stuck in the catheter, so whole the system was removed. When checking the removed stent, it was found to be deployed.the procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an endovascular procedure in a patient with internal carotid artery cerebral infarction, the subject stent did not insert through the guidewire and strong resistance was felt near the proximal end of the guiding catheter. When the user attempted to retract the subject stent, the stent and the guidewire were stuck in the catheter, so whole the system was removed. When checking the removed stent, it was found to be deployed. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.